Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. Product ID: 3389-40, lot# 0210759326 implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 3389-40, lot# 0210759325, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding a patient who was implanted with a neurostimulator. It was reported the patient had blistering behind the ear and there was evidence of erosion over the cranial connection where the lead and extension join. Pus was found in the pocket around the implantable neurostimulator (ins). The patient's wife reported a fall but provided no further details of the event. Full deep brain stimulation (dbs) system removal occurred, including cranial leads, extensions and ins. The issue was resolved at the time of report. Patient status at the time of report was alive with no injury.

Manufacturer narrative:
Describe event or problem was updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding a patient who was implanted with a neurostimulator. It was reported the patient had blistering behind the ear and there was evidence of erosion over the cranial connection where the lead and extension join. Pus was found in the pocket around the implantable neurostimulator (ins). The patient's wife reported a fall but provided no further details of the event. Full deep brain stimulation (dbs) system removal occurred, including cranial leads, extensions and ins. The issue was resolved at the time of report. Patient status at the time of report was alive with no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding a patient who was implanted with a neurostimulator. It was reported there was an infection and the patient had blistering behind the ear and there was evidence of erosion over the cranial connection where the lead and extension join. Pus was found in the pocket around the implantable neurostimulator (ins). The patient's wife reported a fall but provided no further details of the event. Full deep brain stimulation (dbs) system removal occurred, including cranial leads, extensions and ins. The issue was resolved at the time of report. Patient status at the time of report was alive with no injury. No further complications were reported/anticipated.